Manufacturer narrative:
Other, other text: additional information provided in h3, h6 and h10. Device evaluation: the device was returned for evaluation. All labels were still intact. No physical damage was found on the device. Functional test was done and the reported issue was not confirmed. The downstream sensor was within specification. Root cause could not be determined. Preventively, the downstream sensor was replaced and the upstream sensor was re-calibrated. There was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. A service history review identified this device has not been in for service previously.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported during use the pump alarmed high pressure. This event was observed several times. No patient injury.